Manufacturer narrative:
Product analysis kink observed on retractable sheath biologics observed on the tip. Part of the stent was observed to be deployed size indicated on strain relief 9f 14mm x 120 mm the locking pin was removed from the device the thumb wheel was rotated, and the stent deployed approximately 120 mm of the inner tubing was exposed after the stent was deployed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician attempted to use an abre stent to treat the left, mid civ, eiv of a patient. No calcification reported. No tortuosity reported. Percentage lesion stenosis is unknown. No abnormalities reported in relation to anatomy. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. The thumbscrew/lock-pin was checked for securement prior to procedure. A 10 french sheath was used. No resistance was encountered when advancing the device and no excessive force used. The lesion was pre-dilated with a 14mm device. There was sufficient distal landing zone. The device did not pass through a previously deployed stent. Resistance was encountered during delivery to lesion. The lock-pin was removed. It is reported that the abre stent would not deploy - difficult tacktile thumb wheel. The stent started to deploy, such that the markers of the stent were exposed beyond the retractable sheath, but not apposing the wall, before the physician made the decision to pull the system out due to excessive force. The physician was advised to remove and deploy new stent. The stent was pulled out and replaced with new stent. No patient injury reported.